Manufacturer narrative:
An investigation was carried out based on the event description and info from our clinical product specialist. Results - it was reported by the fisher & paykel healthcare clinical product specialist that based on the medical chart and account of the caregivers at the hospital, the nasal prongs were used together with other products such as "cannulaide" protection seal and "cardinal" mask. It was also noted that the hospital protocol of changing the "cannulaide" protection seal every 48 to 72 hours was not followed. Regular checks on the integrity of the septum should be performed for any type of prongs used, to avoid septal damage. It was reported that the baby was improving, but may need to have plastic surgery. However, the latest report from the hospital, obtained from our clinical product specialist, stated that the baby went home with "septum intact". Conclusion - the fisher & paykel healthcare CPAP patient interface, including prongs, is designed to be used by adequately trained medical professionals. User instructions illustrate how to set up correctly the pt interface and prongs, and to contact the company field rep for suggested training materials. On learning of the incident, the clinical product specialist conducted extensive inservicing with the nursing and respiratory staff, as well as the clinical manager, on the proper use of the pt interface and prongs for avoiding septal damage.

Event description:
Reporter reported that while the infant was on nasal prongs in 2008, some septal breakdown was noticed, and the registered respiratory therapist (rrt) changed the septal protection product from "neoprep" to "cannulaide". It is the hospital policy to change the septal protection product every 48 to 72 hours. A week later, the rrt modified the nasal prong set by cutting it at 45 degrees angle and fitted it to the "cardinal" mask with the aid of a hemostat. It was reported that the pressures were maintained successfully. The following day, the rrt and the nurse commented that the same cannulaide that was with the infant on original date had not been replaced. When the cannulaide was removed at 12am that evening, the infant's septum was gone. The rrt notified the doctor, but he did not come to see the infant that night. The rrt and the nurse reported three weeks later that the septum area of the infant was improving, but may need to have plastic surgery.